Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not secured to the stand. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the part numbers and prices of the bottom foot kit, thumbwheel, base assembly, and central processing unit (cpu) tray cover for repair. The biomedical technician ordered the replacement parts, and upon receiving the new parts, the biomedical technician performed the replacements and verified that the issue was resolved.